Event description:
A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2012, a pulmonary embolism occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2012. On (B)(6) 2012, a pulmonary embolism occurred. No further patient complications were reported. It was further reported that on (B)(6) 2012, the patient presented with a history of bilateral pulmonary emboli with recurrence on anticoagulation therapy and difficulty to maintain inr. Vascualar access was obtained via a femoral approach. A pigtail catheter was used to place the guidewire for the vena cava filter placement. The dilator was placed over the guidewire and then the carrier for the ivc filter was placed. The filter was deployed with the tip just above the level of l2 well above the confluence of the right and iliac veins. Direct pressure was held for 10 minutes in the operating room with good aterial pulse being palpated in the foot. The patient was taken to the recovery room in stable condition.